Event description:
Pump declared a cartridge change error, but there was no adverse impact to customer's blood glucose level. Technical support instructed customer to remove cartridge from pump, inspect and clean necessary components, and follow on-screen instructions to complete the load process. Customer successfully completed load process and resumed insulin delivery, while being advised to monitor system performance. No cartridge replacement was deemed necessary, and customer understood the guidance provided.